Event description:
On (B)(6) 2012, the patient contacted animas several times requesting assistance with programming her insulin to administer her recommended bolus insulin dosage while her blood glucose ranged from 460 mg/dl to 597 mg/dl. In addition, the patient requested assistance with setting up a new cartridge. At 11:20 am, the patient's blood glucose was at 460 mg/dl. At the time of concern, the animas representative discovered she was not entering the number of units to be delivered. With the assistance of the animas representative, the patient administered 11.35 units of insulin. At 2:01 pm, the patient's blood glucose resolved to 201 mg/dl. By 3:15pm, the patient's blood glucose was elevated again to 597 mg/dl without any symptoms. The bolus history showed the patient attempted to administer 0 units 4 times between 3:11pm and 3:15pm. Once again, the animas representative assisted the patient in administering 15.9 units of insulin via the pump. At 5:40pm, the patient obtained a blood glucose reading of "571 mg/d." The patient was in agreement that a refresher course of training for the subject pump was needed since she has been away from insulin pump therapy for so long. This complaint is being reported due to use error and because, the patient had blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.